Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a review of the patient¿s electrograms revealed false atrial fibrillation episodes. Programming changes were discussed but the physician opted to not make them. The patient was stable throughout.